Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting errors and a failed battery test alarm. Customer stated that he changed out everything and his insulin was low. Customer stated that he had a low battery error. Customer stated that he tested 2 different batteries and they are at 80 percent. Customer's blood glucose is 423 mg/dl. Customer stated that he had to change his set and he was without it for an hour. Customer just had knee surgery and his medication raises his blood glucose. Customer stated that he was able to treat with the pump. Customer over-treated with the pump, which caused his blood glucose to go to 57 mg/dl. Customer treated with a glass of juice and had something to eat. Customer stated that the pump is showing 3 bars even though it says full battery. Customer stated that the battery did last more than 1 week. Customer stated there was a smudge in the battery cap. Customer wiped it but it was still there. Customer was advised that a new battery cap will be sent.